Event description:
It was reported that revision surgery was performed. The femoral component was revised to a different size.

Manufacturer narrative:
The returned knee system was examined visually. The purpose of this investigation was to determine the cause of the tibial tray subsidence. No destructive testing was conducted. The femoral component had cement coverage over most of the grit blasted surface and the articulating surface had some scratching due to normal use and from the removal process. The metal backed tibial insert had signs of wear in the central/medial portion of the articulating surface. The inferior surface of the insert had no remarkable features. The wear area had signs of burnishing and mild abrasive wear likely caused by the debris, either bone or cement, generated from the subsidence of the tibial tray. The cause of the tibial tray subsidence could have been caused by numerous factors including loading patterns, cement fixation, bone quality, and surgical technique. The returned components do not suggest a cause for the subsidence.